Event description:
It was reported to nova biomedical that a consumer received results of 377 mg/dl and 314 mg/dl on their blood glucose meter. The consumer administered an unknown amount of insulin based on those results and subsequently experienced a hypoglycemic event, which required medical intervention. During the call to customer support, the consumer stated having control tested his test strips when they were opened and the test strips control solution fell into range. Another control solution test was performed while a troubleshooting showing the test strips to fall in range. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.